Manufacturer narrative:
Lot number - (B)(4). Two single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed in the bladder or anywhere else in the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 139 </noe> malfunction events. It was reported that there were particles in one hundred and thirty-nine half day infusors. The location of the particles was not specified. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Five (5) additional single-use devices were received for evaluation. Visual inspection revealed white particles floating freely in the fluid of the reservoir. Fourier transform infrared (ftir) spectroscopy was performed on the particles and identified the particles to be polyisoprene. The material of the device reservoir is made of polyisoprene which indicates the particles are tiny fragments of the reservoir. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.